Event description:
It was reported that an a2101 malfunctioned during a procedure. The description is as follows; the planned procedure was an image guided left frontal craniotomy for tumor biopsy. The patient was under general anesthesia at the time of the incident. We positioned the patient, then the mayfield skull clap was applied to the patient's skull and locked to the remainder of the mayfield bed attachment. We had just finished registering the patient with the image guided system. The anesthesia resident went to apply a bis monitor to the patient's forehead and the whole attachment slipped down 1-2 inches. The adult mayfield pins were used, but did not slip and there was no injury to the patient. We then assessed the situation and determined that the locking lever was the issue and not locking properly. We changed the locking lever for a new one. There was delay in starting the procedure because we had to reregister the patient head with the image guided system. The delay was approximately 40 minutes.

Manufacturer narrative:
Integra completed its internal investigation 06/12/2015. Method: dr review. Review of complaint management database for similar complaints. Visual examination. Results: this device was manufactured on 12/31/2010 and a review of dhrs containing lot code 109 showed that the lot passed the required inspection points with variances, mrrs and reworks. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements, except for the unit is not adjusted properly and when unit is properly adjusted, unit would not have slipped. The shock cushion is worn. Adjustment wrench is broke. General maintenance and cleaning required. Conclusion: we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements. A link has been provided to the customer which provides a training or refresher tool for basic cranial approaches with the mayfield skull clamp positioning system.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.